Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 550 mg/dl. The customer completed supply changes and resumed insulin delivery to address the occlusion alarms and elevated bg. System check could not be performed as the issue occurred in the past.